Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report that the needle would not fully retract was confirmed from the photographic evidence that was provided for investigation. One of the two returned photos showed an insyte autoguard needle and safety shield. The safety mechanism had been activated and the needle was partially retracted within the safety shield. The needle hub was positioned at the interface between the grip and the barrel. This type of damage can occur if the grip edge is deformed and prevents the needle hub from fully retracting. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte autog bc wing needle did not retract. Injuries or adverse event: no reported issue: safety mechanism of this IV catheter not deploying.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.